Event description:
Olympus was informed that after reprocessing the subject endoscope in a washer disinfector, a hygiene test was conducted on the endoscope. The test revealed that there were klebsiella pneumoniae and enterobacter cloacae on the endoscope. There was no information patient harm received.

Manufacturer narrative:
The referenced device had not been returned to olympus for evaluation at this time. Olympus checked the manufacture history of the subject device, there was no irregularity found. The cause of the reported phenomenon could not be conclusively determined. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution. Cross-reference MFR. Report# 8010047-2013-00192 for other related report.